Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 1,728 units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed race-packs. The packaging of the 3 samples has been visually analyzed and no damage or failure has been found. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. No other complaints received from products sterilized with the same etox cicle. As indicated in the instructions or use of the product: the implantation of this suture is contraindicated in patients with known sensitivities or allergies towards its components (polypropylene, polyethylene and copper phthalocyanine, phthalocyanine, stainless steel and silicone). Mode of action upon the employment of optilene®, the suture elicits a mild acute inflammatory reaction in the tissue followed by an encapsulation of the suture by fibrous connective tissue. The following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, stitch sinus, pain, palpable and/or irritating knot, haemorrhage, impaired cosmetic result, burst abdomen, incisional hernia. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that inflammation of the gum and canker sores with optilene 5/0 with some patients. More information has been requested.